Event description:
It was reported that the patient underwent an unknown gynecological procedure on an unknown date and mesh was implanted. On (B)(6) 2015, the patient underwent revision and removal of the mesh. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.